Event description:
The device was used to administer a shock to a pt diagnosed in cardiac arrest. The device allegedly lost power after the first shock was administered. The device turned back on spontaneously. Subsequent automated analyses of the pt's ECG resulted in no shocks being advised. Paramedics subsequently arrived and continued treatment of the pt. The pt later expired at the hosp.